Event description:
The healthcare professional reported that prior to the start of the procedure, the physician noted that the 90 cm cerebase da guide sheath (gs9090sd / 30601634) was defective in the package; he saw the device as broken. There was no evidence of device contamination. The labeling is correct. There was no foreign material found on the device. It had not been subjected to any excessive force and the instructions for use (IFU) was followed. There was no report of any patient adverse event or complication; the issue was noted before the start of the procedure. Based on the result of the product analysis completed on (B)(6) 2022, the event has been deemed reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone was not available / reported. [Conclusion]: the healthcare professional reported that prior to the start of the procedure, the physician noted that the 90 cm cerebase da guide sheath (gs9090sd / 30601634) was defective in the package; he saw the device as broken. There was no evidence of device contamination. The labeling is correct. There was no foreign material found on the device. It had not been subjected to any excessive force and the instructions for use (IFU) was followed. There was no report of any patient adverse event or complication; the issue was noted before the start of the procedure. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase da guide sheath was received contained in a decontamination pouch. Visual inspection was performed. The device was observed in a fractured condition at 0.75 inch (1.905 cm) from the proximal end. This damage is near the ID band section. The entire length of the device was inspected under a microscope and no other damages were found in the device. The fracture was inspected, and it was observed that the braided mesh that was exposed by the fracture was deformed, presumably due to kinking. The polytetrafluoroethylene (ptfe) inner lumen was still intact. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications. The reported issue documented in the complaint that the 90 cm cerebase da guide sheath was broken was confirmed based on the appearance of the returned device. The fractured condition observed during the visual inspection is no evidence that the device was poorly secured or overtightened inside the package, however, it suggests that inadequate manipulation may have contributed to the defect encountered. It is possible that excessive force may have inadvertently been applied to the device sometime during the procedure handling. A conclusive cause cannot be determined since the device was returned without the original packaging. A review of the manufacturing documentation associated with this lot (30601634) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: inspect the sterile package carefully. Do not use if: the package or seal appears damaged, the contents appear damaged, or the expiry date has passed. Carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the product. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.